Event description:
A talent stent graft device was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that when the stent graft was being deployed with the use of a digital subtraction angiogram, the stent graft kinked. The cause of the kinking of the stent graft is known. The physician elected to perform an open surgery repair; however, the patient expired after the open surgical repair.

Manufacturer narrative:
(B) (4): results: death. The cause of the kink in the stent graft is unk. Conclusion: the cause of the kink in the stent graft is unk.